Event description:
Balloon leakage. This male pt was undergoing emergency stent placement within the de novo, slightly calcified but not tortuous of the left anterior descending artery(lad). There was 99% stenosis. The lesion was pre-dilated and a cypher 3.5 x 23mm stent delivery system was delivered to the target lesion. While the cypher balloon was being inflated, the pressure stopped at 8 atm and wouldn't go up. The stent had not deployed from the balloon yet, so the physician applied pressure until 12 atm. Eventually, the stent was deployed. Post-dilation was conducted with a potenza balloon and the stent was safely implanted. The procedure was completed successfully. There was no report of pt injury or complications. After the sds balloon was removed from the pt, the physician inflated the balloon and he found the leakage at the distal end of the balloon.

Manufacturer narrative:
The product is to be returned for eval and testing. This is a similar device to the us product. Please note add'l info will be submitted within 30 days upon receipt.